Manufacturer narrative:
(B)(4). Date sent 2/20/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 3/4/2026. D4 batch #569d32. Investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with the jaws and closure trigger in the closed position and tissue between the cartridge and anvil. Also, the knife was noted partially advanced, the red manual knife reverse button was activated and the knife returned to the home position as expected and one gst60w reload was loaded. The reload was received fully fired. Upon further inspection the reload was found to have damaged on the knife channel as it appears that a staple was drag along the channel causing staple plow on the upper walls. The returned device and a test reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. The event reported was confirmed and it is related to improper use of the device. It should be noted that when using the reverse button ensure that the knife is fully back on its home position, if the knife remains advanced the device jaws would not open. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on reload deck and shaving may occurs. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The event described of knife reverse could not be confirmed as the knife returned to its home position as expected. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 569d32, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2026. D4: batch # unk. Additional information was requested, and the following was obtained: per the sales rep: I instructed on the phone to use the knife reverse switch and do full stroke plastic to plastic with the trigger and try to open the jaw by pressing on anvil release button. They told me they couldn't open the jaw still. They said the little window at the back had no number or lockout symbol. I was told on the phone they couldn't open the stapler so the surgeon separated the specimen with another knife in order to remove the device from the patient. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what steps were taken to open the jaws? (Pull open the closing trigger, press home button, use bailout) did the knife fully return to home position? If not, what steps were taken to retract the knife? Was the knife visibly exposed? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device was not able to open to release the specimen. The device was already out of the patient and the surgeon had to cut with a knife to release the specimen from the patient. There was no patient consequence nor surgical delay reported. No additional information provided.